Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A companion sample was received and evaluated by a visual and a functional testing. The issue of roller clamp getting unlocked during use was not confirmed. A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to baxter (B)(4) a secondary medication set in which "chemo products leaked out of the set." The process step and patient involvement is not known. This is report 3 of 3 of the same reported problem from this facility. No additional information is available.